Manufacturer narrative:
Product evaluation: the product has not been returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that after inserting the intraocular lens (iol) during an iol implant procedure, the haptic of the iol did not unfold. It was removed during the same procedure, and the patient was left aphakic. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the lens was returned. Solution was dried on the lens. One haptic was folded onto the optic adhered by dried solution. The other haptic was torn over a post of the lens case in the distal area. The customer indicated the use of a qualified cartridge and handpiece. Cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. One haptic was folded onto the optic with dried solution. It is unknown if a qualified viscoelastic was used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)